Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 129 mg/dl. The customer decided not to obtain backup insulin therapy, but instead chose to wait until the replacement pump was received. During a follow up call later that day, the customer declined to check bg levels and indicated that they aren&#38176;&#50639;rried about bg levels and that they "feel fine".